Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed lvad (left ventricular assist device) fault alarms; however, a specific cause could not be conclusively determined. Review of the log files provided by the account also confirmed pump stops events that appeared to be associated with electrostatic discharge (esd). The controller event log file contained events spanning from 08jan2023 to 17jan2023. An lvad_internal_fault alarm associated with eeprom_communication_error and e2p_crc faults was active throughout the log file, and the pump was operating at 5000 rpms (revolutions per minute). Brief pump stops were captured on 09jan2023 and 14jan2023 that appeared consistent with pump resets due to esd events. Following each reset, the pump resumed operation at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Sections 3 and 6 of the instructions for use as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 7 of the instructions for use and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. Additionally, the testing and classification tables in appendix c of the instructions for use and section 9 of the patient handbook include electrostatic discharge information. The patient handbook instructs the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a lvad fault alarm was confirmed via analysis of the submitted log file. The controller event log file contained approximately 9 days of data (08jan2023 ¿ 17jan2023 per the timestamp). A lvad fault alarm associated with eeprom communication error and eeprom crc faults was active throughout the log file; the alarm did not resolve in the log file. It was observed that the pump was operating at approximately 5000 rpm, which was the low speed limit, throughout the log file. However, the reported alarm did not appear to affect the controller's ability to support the pump at the set speed. Multiple requests for additional information were made to determine if the exchanged heartmate 3 system controller (serial number: (B)(4)) would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook (rev. D) , entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) , entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the lvad fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a persistent speed drops from 5400 rotations per minute (rpm) to 5000 rpm. A left ventricular assist device (lvad) fault was also noted when the patient was connected to the system monitor. Log file review confirmed lvad faults associated with lvad communication errors. Lvad logs were not downloaded, suggesting the controller was not communicating with the lvad. No cause for the fault could be determined though an electrostatic discharge (esd) event was suspected. The controller was exchanged on (B)(6) 2023 without complication. Pump flow issues resolved, and the pump resumed operation at the set speed of 5400 rpm.